Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08752 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly noted during testing. Device received with cracked battery tube threads, cracked case battery tube and cracked case corner belt clip rails. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer's current blood glucose level was 428 mg/dl. The customer reported that insulin pump had insulin flow blocks previously and changed the site 3 different times. The customer feels ok to troubleshoot. The customer was treated with the insulin pump and manual injection. The customer alleges the insulin pump was under delivering. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer reported that the automode was not active at the time of high blood glucose. The insulin pump will be and reservoir will not be return for the analysis.